Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208678125, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Actions required as a result of the event included reprog ramming. On (B)(6) 2014 the patient had orl surgery. Subsequently, on (B)(6) 2014, the patient reported the return of original symptoms of urinary incontinence since before the study therapy. Actions taken as a result of the event included reprogramming approximately on (B)(6) 2015. The event was ongoing at the time of report. The investigator assessed that the event as not related to the procedure and device but related to the stimulation therapy. The patient¿s status at the time of report was alive with no injury. Later it was reported that there was no link with the orl surgery. The event occurred after the surgery and it was only a coincidence. Additional information received reported that the patient was seen again on (B)(6) 2015 where it was noted that their incontinence persisted. Reprogramming had been performed on (B)(6) 2015. The event was reported as ongoing. Additional information received on 2016-04-22 from a healthcare provider (hcp) for a clinical study, via manufacturer representative, reported the patient was seen again on (B)(6) 2015, and incontinence persisted. Reprogramming was performed and the event was still ongoing. On 2016-04-22 mpxr update (sdy, hcp, rep, for): additional information received from an hcp for a clinical study, via manufacturer representative, reported it was decided that the device would be explanted after several unsuccessful reprogramming attempts. The device was stopped on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208678125, implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional for a clinical study, via manufacturer representative, reported the electrode and stimulator were explanted and there was injection of botox on (B)(6) 2016. The event was assessed as serious by the investigator and resolved on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from an hcp for a clinical study, via manufacturer representative, reported the device was stopped on (B)(6) 2016 and not on 4-feb-2016. It was unknown if explant had been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.